Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded three error codes resulting in the device to revert to a safety mode status. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected. The reported observations were confirmed. The device case was removed to test the battery voltage and the current drain. The voltage was confirmed to be at 3.132 volts and current drain was noted to be within acceptable limits. No further testing was determined to be necessary.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded three error codes resulting in the device to revert to a safety mode status. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded three error codes resulting in the device to revert to a safety mode status. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.